Manufacturer narrative:
(B)(4). Additional 510k number: k101880.

Event description:
It was reported that during the implant insertion, the mount fractured inside of the implant (tsvmwb11). The doctor was not able to remove the mount from the implant. Another implant was placed. Tooth location 30. The patient has high bone density (type I).

Event description:
It was reported that during the implant insertion, the mount fractured on the screw portion inside of the implant (tsvmwb11). The doctor was not able to remove the mount from the implant. Another implant was placed. Tooth location 30.

Manufacturer narrative:
One tapered screw vent implant with associated mount was returned for investigation. A visual inspection of the as received product confirmed that the mount had fractured at the hex. The implant had been heavily damaged at the collar, with fracture of a portion of the collar and extensive damage to the remainder of the collar and platform, most notably at the entrance to the internal threads. The alleged complaint is confirmed. A device history review was performed and no related nonconformance's were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes a mount fracture, and is considered a similar complaint. Appropriate documentation was reviewed and the following information was identified: IFU-4869 rev 7 (01/16) - instructions for use for tapered screw-vent, advent and trabecular metal implants. Breakage implant and abutment fractures can occur when applied loads exceed the normal functional design tolerances of the implant components. Potential overloading conditions may result from significant bone loss (e.g. >3mm), deficiencies in implant numbers, lengths and/or diameters to adequately support a restoration, excessive cantilever length, incomplete abutment seating, abutment angles greater than 30 degrees, occlusal interferences causing excessive lateral forces, patient parafunction (e.g. Bruxing clenching), loss or changes in dentition or functionality, improper casting procedures, inadequate prosthesis fit, and physical trauma. Additional treatment may be necessary when any of the above conditions are present to reduce the possibility of breakage. A singular cause cannot be determined.